Event description:
It was reported that, during distal bur in exposure mode in a cori assisted tka surgery, the surgeon was not able to get the green off the screen. Even after a saw and rasp was used to take a sliver of bone off surgeon still couldn¿t take green off. When they switched to speed mode it would take off the green. No additional/unplanned bone cuts were made. The procedure was completed with the same device without significant delays. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information received confirmed that the device did not malfunction, and that the incident occurred as a consequence a faulty real intelligence robotic drill ((B)(6)) already reported under the report reference number (B)(4) (our reference number (B)(4)). Therefore, it was determined that this case does not meet the threshold for reporting and will be closed as a non-valid complaint. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Internal complaint reference number: (B)(4)